Manufacturer narrative:
Reporter number: (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the compact air drive device reverse locking mechanism was blocked. It was further determined that the device failed pretest for check reverse locking mechanism, check attachment coupling with attachments, check for air leak, check function of soft mode switch (safety system), check triggers for forward / reverse mode and check the power with test bench: minute 110 to 160 watt. It was noted in the service order that the device did not work. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.